Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The bad at installation (bai) computer was returned to the manufacturer for evaluation. Testing found that the firmware on the computer was corrupted. The power switching board for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the board would lead to incorrect actions from the pendant than what the user prompted accordingly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. After preliminary analysis of logs, a computer replacement was required. Representative reported that a power switching board and computer were replaced. When replacing the computer for the imaging system, the representative noted that the computer was bai (bad at installation) and a second computer was shipped for replacement. The shipped computer has been replaced. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the pendant of the imaging system was stuck and was not responding. There was no patient present at the time of the issue.